Event description:
It was reported that, while the customer was playing basketball, the pump touch screen became shattered and unresponsive. The customer's blood glucose was 90 mg/dl. Reportedly, customer reverted to an old pump for insulin therapy.